Event description:
It was reported by service report that the tech found that the cot had no shoulder harness and an incorrect chest restraint. It is unk if there was pt involvement or if there are adverse consequences to report.